Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Evidence of a small amount of third body wear was present on the bearing but the source was unable to be determined.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to pain. It was noted that tests for infection were negative, there was no wear and all components were well fixed. The tibial bearing and patella were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." H3 - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.